Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe w/ luer-lok¿ tip package was difficult to tear. This occurred on 5 occasions before use. The following information was provided by the initial reporter: out-packed of syringes could not be tear out separately.

Manufacturer narrative:
Investigation: photo evaluation: one (1) photo was returned for investigation. From the photo, observed the package was torn due to difficult to split issue. And observed perforation cut lines in between of unit package on top web. Sample evaluation: 5 unused samples in sealed package were returned for evaluation. The samples were not decontaminated. From the returned samples, no abnormality found on the perforated cut between the unit packages. The samples were passed package separation test. The complaint is unconfirmed, as no defect is observed on the sample. Review the DHR and no abnormality detected during production. From the actual sample no abnormality observed. Hence root cause could not be determine.

Event description:
It was reported that bd syringe w/ luer-lok¿ tip package was difficult to tear. This occurred on 5 occasions before use. The following information was provided by the initial reporter: out-packed of syringes could not be tear out separately.